Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1jqqc, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 07-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was not working, and the one lead had let go so they would be having the device removed on (B)(6). It was further stated that the device was defective, and one lead had come loose. It really had not been working for them for the last three months, and insurance would not pay to have it fixed and put back in. Because of this, they started getting botox 6 weeks ago and would be getting another set of shots in november. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the lead came away from device and could no longer feel it. The patient was told not to return the device when doctor removed it.